Manufacturer narrative:
Investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: the nurse was discontinuing the IV from the site in preparation for discharge. The sheath was not attached to the hub upon removal. The sheath was removed separately, tip intact.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) the catheter separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: the nurse was discontinuing the IV from the site in preparation for discharge. The sheath was not attached to the hub upon removal. The sheath was removed separately, tip intact.

Manufacturer narrative:
Patients birthday was not provided; (B)(6) was used based on age of patient. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.